Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinical staff experienced an issue where the pump module gave multiple air in line alarms when there was no air present in the line. There was patient involvement but no harm. Bd received additional information through due diligence attempts. The medication was 1 gram of magnesium sulfate mixed in 100 ml of d5w, and it was set to run at 100 ml/hr. The customer could not clear the alarm. The customer shut the machine down and restarted, assessed the sensor for debris, pulled fluid through the line, unloaded/ reloaded and it just would not clear. As soon as the customer set the line up on a different pump, it ran without difficulty. The event was from 1-2pm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the report that the device displayed a false air in line alarm was not confirmed during the investigation. The false air in line product analysis procedure, air in line threshold product analysis procedure, and preventive maintenance test from asm were conducted to verify the device's functionality and attempt to replicate the reported issue. The suspect pump module successfully passed all tests performed. An external and internal inspection of the suspect pump module s/n (B)(6) revealed no issues or anomalies. All inspected components were manufactured by bd. The issue was reported on (B)(6) 2025, between 1:00 pm and 2:00 pm. The facility provided all logs of the returned devices for analysis. A review of the error and battery logs determined that no issues or malfunctions were present that could be associated with the complaint on the specified date. On (B)(6) 2025, at 1:54:53 pm, the concomitant pcu s/n (B)(6) was powered on, and the suspect pump module s/n (B)(6) was connected and assigned to channel a. The user selected "yes" to indicate a new patient, with the designated profile identified as "med-surg." The installed dataset was noted as "avera health march.v12025." From 1:55:10 pm to 1:55:33 pm, an infusion was programmed from guardrails IV fluids the drugid = 1 (ivf maintenance), rate = 25 ml/h, volume to be infused (vtbi) = 200 ml (8 hours infusion), and the infusion started. Primary volume infused (pvi) = 0.261 ml. Between 1:55 pm and to 2:04 pm, there were three air-in-line alarms recorded. At 2:04 pm, the user channeled off the pump module the alaris system user manual v12.3.1 says on chapter 2¿bd alaris¿ pump module model 8100 and bd alaris¿ syringe module model 8110 on summary of warnings and cautions the next statements to prevent air in line alarms: ensure that patient is not connected when priming. Minimize downstream infusion of air by incorporating the following steps: 1. Expelling air from the line during priming 2. Allowing cold solutions to warm to room temperature to prevent outgassing 3. Setting appropriate air-in-line thresholds 4. Ensuring the drip chamber remains vertical 5. Incorporating the use of a 0.2 micron in-line filter when clinically appropriate for high-risk patients; for example, neonates 6. Entering a vtbi less than or equal to the container volume 7. Ensuring appropriate venting when using containers, glass bottles, and burettes 8. Air reaching the patient could have serious consequences, such as: decreased oxygenation, seizures, arrhythmia, stroke, cardiac and/or respiratory arrest. Minimizing air in the line is particularly important for low, very low, and extremely low birth weight neonates. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the returned devices were fully tested, evaluated, and no issues or anomalies were observed during laboratory testing related to false air in line alarms. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinical staff experienced an issue where the pump module gave multiple air in line alarms when there was no air present in the line. There was patient involvement but no harm. Bd received additional information through due diligence attempts. The medication was 1 gram of magnesium sulfate mixed in 100 ml of d5w, and it was set to run at 100 ml/hr. The customer could not clear the alarm. The customer shut the machine down and restarted, assessed the sensor for debris, pulled fluid through the line, unloaded/ reloaded and it just would not clear. As soon as the customer set the line up on a different pump, it ran without difficulty. The event was from 1-2pm.